Event description:
Reporter alleged that her daughter found her unresponsive and then tested her using the aviva system to obtain a result of 39 mg/dl. Reporter stated that her daughter pour sugar into her mouth, she came to and then she drank some water with sugar and ate a ham and cheese sandwich. Reporter stated that within 10 minutes of the 39 mg/dl result, other results in the 60-69 mg/dl range were obtained. The reporter did not specify if the second result was obtained before or after the treatment. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.